Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump did not deliver insulin as intended on the third day of supply usage. Reportedly, customer¿s blood glucose (bg) level increased, however, a specific bg value was not provided. Reportedly, the customer switched the type of infusion set in attempt to resolve the reported issue. Multiple follow up attempts were made to troubleshoot and to gather additional information, however, the customer did not respond to follow up attempts.